Manufacturer narrative:
(B)(4).evaluation summary: the hand piece was returned with a loose mount and the nose cone cracked. It was tested on a generator and gave an error code 3. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, it was found that the hand piece no longer meets the specifications for continuity. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unk case, unable to use the handpiece. Used another handpiece to complete the case with no pt consequence. When tested, the handpiece received an error 3 immediately when switching to ready mode.